Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement. The dislodgement was discovered via chest x-ray. Normal follow ups will be performed. This lead will not be returned. No additional adverse patient effects were reported.